Manufacturer narrative:
Concomitant medical products: product ID: 3986a, lot# n089596, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported there were "high impedances in resume to lead." It was reported that product explant was planned for (B)(6) 2014 and it was to be returned to the manufacturer. It was logged there was high impedance, of >3600 on electrodes 0-3. It was noted a revision was required as a result of the event in which the lead was disconnected from the extension and tested through an ens and mltc and the impedances remained high. It was noted no diagnostic testing or troubleshooting was performed as it was not required, the issue was not resolved, and the cause of the issue was not determined. It was reported the patient status at the time of the report was alive with no injury and there were no patient symptoms or complications associated with the event. It was noted the patient had a loss of stimulation to the right upper extremity. Additional information received reported the manufacturer representative became aware of the high impedances right before the case. It was logged the lead had to be sent to the hospital pathology department before it could be released to us. It was noted that as soon as the rep received it, it would be shipped back for analysis. It was reported the lead was replaced on (B)(6) and the patient reported good coverage with her new lead.